Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified the event and reported that their remote had "locked up." The patient stated that they had been sitting with the stimulator and could not get it to turn off. The patient reported that the issue with the patient programmer had not been resolved and that they needed a new one to have it recalibrated. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that suddenly stimulation goes on, but it won't go off. The patient said there are 3 buttons on the side and he could only turn all 3 of them on. Further clarification revealed the patient was seeing poor communication on the patient programmer. The patient also described difficulties using the programmer. The patient said it jammed on him. The patient mentioned he changed the batteries and it worked for about a week. Then, suddenly, it just quit and would not turn off stimulation. The patient said he played around with it and was finally able to get stimulation turned off. The patient was able to connect to the implant without the antenna, the patient¿s settings were pulled up, and stimulation was off. The patient reported that he had been using the antenna. During the call, the patient said he was having a lot of pain right next to where the battery is. The patient said the pain runs all the way down his leg. The patient said the pain runs down his leg with stimulation off and it has been going on for quite a while. The patient said he has been trying to use the stimulator to ease it up. The patient stated he was going to find a healthcare provider (hcp) to work with. No further complications were reported.